Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. Device was not returned yet.

Event description:
It was reported to vyaire medical that the avea ventilator was plugged in and being prepared to put on a patient. When it was turned on, the screen was black but the vent sounds like it is on and alarms. The customer confirmed that there is no patient harm associated with this reported event.